Event description:
Health professional reported "band explanted due to intolerance of band, malposition of lapband and gastroesophageal reflux." Health professional has declined to provide additional info.

Manufacturer narrative:
(B)(4). Allergan has received the product; however, the analysis has not been completed at this time. Visual examination of the returned device determined the access port tubing connector to be a taper ii. Intolerance, band slippage, and reflux are surgical/physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported event of band slippage and reflux as follows: "slippage of the band can occur. Gastro-esophageal reflux, nausea and/or vomiting with early or minor slippage may be in some cases successfully resolved by band deflation. More serious slippages may require band repositioning and/or removal. If there is a total stoma outlet obstruction that does not respond to band deflation, or if there is abdominal pain, then immediate re-operation to remove the band is indicated." Device labeling addresses the contraindication for patients regarding intolerance as follows: "patients who are known to have or suspected to have an allergic reaction to materials contained in the system or who have exhibited pain intolerance to implanted devices."